Event description:
It was reported that stent dislodgement occurred. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the stent was hung up on some calcium and a guide extender was placed in the artery. When the synergy was pulled back, the stent came off and lodged in the artery and had to be snared to retrieve. This caused the procedure to be extended for a long time. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Synergy ii us mr 3.00 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found that the stent was dislodged from the balloon and damaged. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were noted on the exposed balloon body. A visual and microscopic examination of the bumper tip showed signs of damage at the distal end of the tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the stent was hung up on some calcium and a guide extender was placed in the artery. When the synergy was pulled back, the stent came off and lodged in the artery and had to be snared to retrieve. This caused the procedure to be extended for a long time. The procedure was completed with another of same device. No patient complications nor injuries were reported.